Event description:
User noted samples were producing low sodium and potassium results possibly 5-6 pt samples were involved. Data provided indicates the discrepancies may have been part of troubleshooting the issue with low results on the ise module. Three examples were provided. Sample 1 initial sodium result was 99 mmol/l, repeat result was 130 mmol/l. Only the repeat results were reported. No adverse events were reported. The field service representative determined the cause to be a salt bridge on the diluent nozzle to the sipper nozzle. He cleaned the salt bridge and adjusted the sipper and the diluent nozzle. Performance tests were performed.

Event description:
User noted samples were producing low sodium and potassium results possibly 5-6 pt samples were involved. Data provided indicates the discrepancies may have been part of troubleshooting the issue with low results on the ise module. Three examples were provided. Sample 2 initial sodium result was 112 mmol/l, repeat result was 146 mmol/l; initial potassium result was 2.9 mmol/l, repeat result was 3.8 mmol/l. Only the repeat results were reported. No adverse events were reported. The field service representative determined the cause to be a salt bridge on the diluent nozzle to the sipper nozzle. He cleaned the salt bridge and adjusted the sipper and the diluent nozzle. Performance tests were performed.

Event description:
User noted samples were producing low sodium and potassium results possibly 5-6 pt samples were involved. Data provided indicates the discrepancies may have been part of troubleshooting the issue with low results on the ise module. Three examples were provided. Sample 3 initial sodium result was 105 mmol/l, repeat result was 132 mmol/l; initial potassium result was 3.8 mmol/l, repeat result was 4.8 mmol/l. Only the repeat results were reported. No adverse events were reported. The field service representative determined the cause to be a salt bridge on the diluent nozzle to the sipper nozzle. He cleaned the salt bridge and adjusted the sipper and the diluent nozzle. Performance tests were performed.